Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
It was reported that towards the end of an endoscopic vein harvesting procedure, the harvester observed more smoke than usual using the hemopro so he removed the tissue welder from the pt's leg and saw that it was self-actuating and overheating even though the toggle switch was in the "off" position. A replacement unit was used to complete the procedure. No other troubleshooting was performed. The hosp did not report any pt complications. Hemopro power supply setting was 2.5, per IFU recommendations.